Manufacturer narrative:
D10: concomitant devices: 3747653 180-65-15 - alteon 6.5mm screw, 15mm. 4303733 164-03-10 - element-stem, collared w/ha, std offset, sz 10. 4512428 180-65-15 - alteon 6.5mm screw, 15mm. 4786058 170-36-00 - biolox delta femoral head 36mm od, +0mm. 4823147 186-01-52 - integrip cc, cluster 52mm, g2. The product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 86 months after a total hip replacement procedure, the patient has experienced unknown issues. The device was not returned for evaluation. No photographs or x-rays were provided for review; therefore, the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. No further issues or complications were reported. No additional information is available. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.